Event description:
The customer initially reported a defective net connection, however, further investigation revealed this to a power issue. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.